Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 27mm valve implanted in the mitral position underwent intervention for a valve-in-valve procedure after an implant duration of approx. 1 year and 10 months due to degeneration leading to moderate-to-severe stenosis and severe regurgitation. As reported, the leaflets were hypomobile. A 29mm transcatheter valve was implanted within the edwards surgical device. No issue was observed on this aortic device which was noted as to be working perfectly with a gradient of 16mmgh.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a1, a2, a3, b5, b7, d1, d4, d6.

Event description:
Edwards received information a patient with a 27mm mitral pericardial valve implanted two (2) years, nine (9) months, underwent valve-in-valve procedure due to degeneration leading to severe stenosis and severe regurgitation. As reported, the leaflets were hypomobile. The patient was reported to be well but still in hospital due to pulmonary hypertension.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4 (expiration date), h4, and h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.